Event description:
It has been reported that the primary surgery was performed on (B)(6) 2017. In around (B)(6) 2019, breakage of the acetabular reinforcement-cross kt was found by radiography. Revision surgery was performed on (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d10, h2, h3, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 3 products designation acetabreinforce-cross kt 4815, reference 3531.486, lot number 0001128201 were manufactured on date 26th may 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Only this complaint has been recorded for acetabreinforce-cross kt 4815, batch 0001128201 within one year. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the primary surgery was performed on (B)(6) 2017. In around (B)(6) 2019, breakage of the acetabular reinforcement-cross kt was found by radiography. Revision surgery was performed on (B)(6) 2019.